Event description:
The following information was submitted on voluntary report number (B)(4). It was reported that the customer, for nine months had been getting false sensor readings. It was stated that the customer at one point lost consciousness in the street, and went into a coma. It was also stated that the insulin pump did not give any calibration errors during the inaccuracies. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.